Event description:
The plate fractured during contouring. This plate was not implanted in the pt. No adverse consequence to the pt or surgical delay was reported.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh suggest that this event would not be associated with the device but rather would be use related.